Manufacturer narrative:
25-jul-2017 product investigation results: the reporter returned 1 toothbrush head on 18-may-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Round rotating brush head got detached/broken off; a small, loose metal pin [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on 19-apr-2017 that the round rotating brush head got detached/broken off of 2 oral-b flexisoft brushheads from a pack of 4. The brush head flew into his/her mouth, but it was not swallowed. The first time, there was also a small, loose metal pin. The second time, the pin stayed in place. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. 22-apr-2017 consumer follow-up via e-mail: the consumer reported that he/she was not injured. When the brush head was scratched with a coin, he/she could feel the letters in relief. The toothbrush handle used was described as "blue/white with a timer." The consumer reported having used oral-b toothbrushes for many years, and was very satisfied. No further information was provided. 24-apr-2017 consumer follow-up via e-mail: the consumer reported the logo remained in place quite well. He/she had thrown away the first brush that broke, but had kept the second brush. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Round rotating brush head got detached/broken off; a small, loose metal pin [device breakage] no adverse event. Case description: a consumer of unspecified age and gender reported via e-mail on 19-apr-2017 that the round rotating brush head got detached/broken off of 2 oral-b flexisoft brushheads from a pack of 4. The brush head flew into his/her mouth, but it was not swallowed. The first time, there was also a small, loose metal pin. The second time, the pin stayed in place. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 22-apr-2017 consumer follow-up via e-mail: the consumer reported that he/she was not injured. When the brush head was scratched with a coin, he/she could feel the letters in relief. The toothbrush handle used was described as "blue/white with a timer." The consumer reported having used oral-b toothbrushes for many years, and was very satisfied. No further information was provided. On 24-apr-2017 consumer follow-up via e-mail: the consumer reported the logo remained in place quite well. He/she had thrown away the first brush that broke, but had kept the second brush. No further information was provided.